Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 75mg/dl, 200mg/dl. Tests were done less than 10 minutes part with a difference of 81%. Patient did not experience any adverse events. No further inforamtion has been reported.